Manufacturer narrative:
Other applicable components are: product ID: 3889-28, lot# va1f7vr, implanted: (B)(6) 2017, explanted: (b)(46 2018, product type: lead. Other relevant device(s) are: product ID: 3889-28, serial/lot #: va1f7vr, (B)(6), (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer via a manufacturer representative regarding a patient with an implantable neurostimulator ( ins) for urinary dysfunction/sacral nerve stimulation and gastrointestinal/pelvic floor. It was reported that the patient experienced a return of symptoms after a fall. They did not remember when the fall occurred. The impedances were checked and high impedances were shown, the patient was reprogrammed to avoid the broken electrodes with no symptom improvement. The device was replaced after unsuccessful reprogramming. It was reported that the issue was resolved at the time of report. No further complications were reported or anticipated.